Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter did not inflate during pre-test prior to patient insertion in the operation theatre room.

Event description:
It was reported that the foley catheter did not inflate during pre-test prior to patient insertion in the operation theatre room. As per the investigator's notification received on 25jun2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is considered unconfirmed. Five photos were received for evaluation. The first one showcases the two-way catheter and water syringe, the second and last photo show the catheter cap with the lot number nggy5073. The third photo shows the syringe slip tip, and the fourth picture shows the deflated catheter balloon. It was also received 1 all silicone foley catheter. The catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no issues, however balloon concentricity was observed to be 80:20. The returned syringe was connected, and all the 10 ml were returned with no leaks or cuffing in 1 minute and six seconds. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. Correction: d, g, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.